Event description:
It was reported that the patient received a pacemaker implant approximately four years ago and that about two months ago, the device started to show signs that it was not functioning properly (details not provided). The patient was evaluated in-clinic, and it was determined that the device should be replaced. The replacement occurred on approximately (B)(6) 2025. After the replacement, the patient started to have symptoms of shortness of breath and cough which were initially attributed to be related to the post-operative period. On (B)(6) 2025, the patient was re-evaluated in-clinic and the device function was normal. On (B)(6) 2025, the patient's symptoms worsened, with shortness of breath and chest pain, and he was subsequently hospitalized. Additional information is being requested.